Manufacturer narrative:
Correction: the following information was reported on the (B)(6) 2017 and is a correction to the initial mdrl "review of the previously reported information showed that the patient had been sick with "it coming out of both ends." It was also previously reported that the steroid had helped the inflammation on their back. Patient also indicated having pain after getting off steroids which all started in (B)(6) 2016. The consumer reported that they had met with the manufacturer representative in (B)(6) 2016 for adjustments to the location of the stimulation." The patient codes (B)(4) also apply.

Event description:
Review of the previously reported information showed that the patient had been sick with "it coming out of both ends." It was also previously reported that the steroid had helped the inflammation on their back. Patient also indicated having pain after getting off steroids which all started in (B)(6) 2016. The consumer reported that they had met with the manufacturer representative in (B)(6) 2016 for adjustments to the location of the stimulation. Additional information was received on (B)(6) 2017 from the manufacturer representative noting that they saw the patient in (B)(6) 206 and re-oriented the device and reprogrammed the patient to capture more of their back pain area. The patient was happy with the results. Impedance checks were normal. It was noted that the patient had only used the device 1% of the time. There were no notes of shocking, numbness, tingling, or a return of pain at that appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had experienced intermittent shocking and indicated their back had numbness and tingling on left side of body from nerve damage. Patient reported they were taking prednisone for their cough and when they cough they felt pins and needles. Patient also indicated having pain after getting off steroids which all started in summer of 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported their shocking, sickness, nausea and diarrhea has continued and now are also having extreme headaches. The patient also reported loss of feeling in arms/hands, and legs as well as having bladder incontinence and balance coordination. The patient reports they will be seeing a neurologist. No complication or further complications reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that patient was seeing a neurologist because of their neurological symptoms and sarcoidosis which was unrelated to the implant. They were also awaiting for st joseph mercy brighton pain center to have their doctors see them for their spinal cord stimulator. Patient also stated that they were still being shocked occasionally on middle back down legs when they coughed even when the device unit was not on. Patient reported that they weighed (B)(6) lbs at the time of the issues with balance coordination, neurological symptoms and incontinence.